Event description:
Damage was noted to the catheter shaft during the procedure, exposing the wire and the signal showed interference. Another catheter was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One therapy cool flex irrigated ablation catheter was received for evaluation. Multiple bends were noted throughout the catheter shaft. A tear in the catheter shaft was noted on the proximal end of the strain relief. The device was electrically testing and electrode 4 read as an open circuit. Dissection of the electrode revealed conductor wire 4 had fractured within the shaft. Electrodes 1-3 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage and the fractured conductor wire is consistent with damage during use.